Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Unit had intermittent buttons due to flattened esc button dome switch. No unlocked j2/lcd keypad connector noted. However, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or e/a alarm anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would stop for no reason and had to restart it to get working, had keypad anomaly and error codes. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had no delivery and buttons need to be pushed properly to respond. The insulin pump will not be returned for analysis.